Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer, and confirmed the reported issue. The sensor was replaced and cable checked, but there was no improvement. The rse determined that a device circuit board needed to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was a faulty circuit board. The customer was provided a replacement circuit board to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporting institution phone #: (B)(6).

Event description:
Philips received a complaint on an m3001a intellivue multi measurement server indicating that there was no spo2 measurement, and no technical alarm message displayed on the monitor. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.